Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during percutaneous transluminal coronary angioplasty, resistance was felt while advancing in the guide catheter. The target lesion was located at the right coronary artery(rca). During the procedure, the physician encountered some resistance as he was advancing the 3.00 mm x 24 mm promus element mr through the guide catheter. The procedure was completed with another with same device. No patient complication was noted. However, return device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. A strut on the fourth row on the proximal end of the stent was raised up and bent back distally. The tip of the device was damaged (edges were jagged like). This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon of the device was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).